Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code 3191 patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred after which they experienced a hyperglycemic event. The sensor was inserted into the abdomen on (B)(6) 2025. The patient stated that the dexcom sensor ¿stopped working¿ but could not confirm the specific sensor error. Due to the sensor error the patient was unable to use their insulin pump. It was unknown at what time of the day, the sensor error occurred. No fingersticks were taken, and no medication or treatment was taken. An unknown time after the sensor error occurred the patient experienced symptoms of headaches, nausea, confusion, extreme fatigue and thirst. When a fingerstick was taken at the hospital the blood glucose reading would have been higher than 500 mg/dl. The patient experienced diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids. The patient was discharged around noon the next day. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.